Event description:
New information available on 08/24/2017 states that, the patient presented in clinic. It was noted that the cardiac resynchronization therapy defibrillator exhibited an additional episode of nonsustained right ventricular oversensing due to post sensed t-wave oversensing, since the last programming changes were made. Further programming changes were discussed. The patient was stable.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The cardiac resynchronization therapy defibrillator exhibited post-sensed t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes to decrease ventricular sensitivity have been suggested.

Manufacturer narrative:
Correction: should have been reported as (B)(6) 2017, which was earlier incorrectly reported as (B)(6) 2017.